Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold measurements. A chest x-ray confirmed the lead distal tip was at the level of the right ventricle outflow tract (rvot). It is believed the threshold had been elevated for a period of time and the capture threshold was near max output. The physician chose to surgically abandon the lead and successfully implanted a new lead. No adverse patient effects reported.